Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer is unable to troubleshoot because he is in the office. The patient was advised to do a complete set change as soon as possible. The customer doest not want to return set and reservoir for analysis. The customer was advised to call when the alarm occurs in order to troubleshoot. The customer will monitor the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.